Event description:
It was reported that (2) devices were used during a laparosocpic sympathectomy. It was reported by the affiliate that both of the er320 devices would not fire. Another er320 instrument was used to complete the case. There was no consequence to the pt.